Manufacturer narrative:
This occurred sometime in 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that residual fluid was observed in a large volume infusor upon completion of therapy. The patient was infused with cytostatic therapy (unknown drug). There was no report of patient injury or medical intervention associated with this event. No additional information is available.